Event description:
It was reported by the patient's parent that their child "coded" at home and was showing signs of dka (diabetic ketoacidosis) on (B)(6) 2023. The parent stated that their child had just been discharged from the hospital the day before (B)(6) 2023. The parent stated that their child had dialysis scheduled on that day, however, they never got dialysis that day. They mentioned that their child gets dialysis three times per week and when they were discharged from the hospital on (B)(6) 2023, they very puffy/swollen, so they assumed that their child had refused dialysis while at the hospital which possibly contributed to them coding again on (B)(6) 2023. The parent stated that they believed their child was so sick that they were not able to manage their diabetes. The patient was taken to the hospital and was diagnosed with dka. The patient was put on a ventilator and was treated with fluids (unspecified) and an insulin drip via intravenous. The parent does not remember the discharge date as the incident occurred almost two years ago.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.